Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they went through a security gate at the hardware store and triggered an alarm then received a painful electric shock. It was noted that when checking the ins it turned out that the ins had switched itself off. The ins was later turned back on. No further complications were reported/anticipated.